Manufacturer narrative:
Manufacturing and quality control data: the serial / batch number was not provided to us, so it cannot be traced. Nevertheless, for every production batch we can prove that there were no deviations. The products are manufactured by qualified employees. The products were sterilized by miethke and released for shipment after final inspection. The products are manufactured by qualified employees. The products were sterilized by miethke and released for shipment after final inspection. All parameters (opening pressure, reflux, tightness, adjustability and brake function) have been inspected and approved during the manufacturing process. Result : an investigation was not possible because no sample was sent for investigation. It is possible that protein deposits inside the products affect the function of the product and have led to a blockage. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. However, we cannot finally clarify what influenced the blockage, this would require an examination of the product. In the last 3 years we had identified 4 complaints event. However, no functional impairments could be confirmed. During our testing, the prechambers were permeable.

Event description:
It was reported that a progav 2.0 shunt system (part # fx441t) was implanted during a procedure performed on an unknown date. According to the complainant, the prechamber was believed to have a blockage. The patient underwent a revision procedure. The complaint device has not yet been returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. No further information and patient data.